Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. The insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken belt clip slot.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. Customer stated they were unable to bolus due to the keypad anomaly. The customer's blood glucose was 15 mmol/l. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.